Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a gastrectomy, esophagus to the duodenum, there was a gastric leak, the patient developed a fever and the surgeon sent the patient in for operation again. The anastomosis had to be discarded and rejoined. There was an unanticipated tissue loss. The incision was extended by more than 2.54cm. More sections of the esophagus has to be removed to re anastomose the organs. The patient was hospitalized. There were no issues with the accessory. There was patient injury.